Event description:
In 2008, the pt sent an email indicating the following: "I have worn contacts for over ten years, and I have never had any problems or discomforts. At my last eye exam, my doctor convinced me to try your hydroclear contacts, and I have had endless problems with them including two eye infections." Multiple attempts were made to obtain add'l info and the product in question; the pt did not respond. No add'l info is available. Will report any info received within 30 days should any add'l info become available. All reportable MDR events are reviewed in quarterly management meetings.

Manufacturer narrative:
Device labeling for reuse. No conclusions can be drawn.